Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was submerged in water and will no longer turn on. There was no reported adverse effect to the customer's blood glucose levels. The customer reverted to an alternate method of insulin therapy.